Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information: customer stated that there was no harm to the patient, nothing fell into the patient, the procedure was completed with a replacement instrument and there was no delay.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.